Event description:
It was reported that a flogard infusion pump experienced the f-38 alarm. There was no patient involvement reported. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The review of the alarm log identified an occurrence of the f-38 alarm, verifying the reported condition. The f-38 alarm occurred during the power on functional test. The cause of the f-38 alarm was determined to be the inoperative force sensing resistors (fsrs). To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.